Event description:
Caller reported damage to pump housing and usb port, which impacted ability to charge pump. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement pump. The customer continued to use the pump for insulin therapy.